Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing. A brief description from the surgery center indicated there was suction loss with the first eye with the first patient of the day. The first eye stopped at 1/3 of the way during the flap creation. The surgeon did not believe the pi was the issue but the patient movements or surgeon moved the ring. The laser treatment was aborted and will be converted to a photorefractive keratectomy (prk) at a rescheduled treatment.